Manufacturer narrative:
A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the louver hinges and springs. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. No further information available, as part was not returned.

Event description:
A site representative, radiographic technologist (rt), reported that while in a spinal fusion procedure, the medtronic imaging system drape became stuck in the gantry and caused internal damage to the gantry. The surgeon completed the procedure with the use of the imagine system. There was no delay of therapy. There was no impact on patient outcome.